Event description:
One patient with discrepant results. Initial results not reported. First repeat results occurred on different analyzer (alternate methodology). Second repeat results occurred on same (original) analyzer. Calcium initial result 2.6 mg/dl, first repeat 8.1 mg/dl, second repeat 8.5 mg/dl. Co2 initial result 8 mmol/l, first repeat 19.4 mmol/l, second repeat 21 mmol/l. Glucose initial result 50 mg/dl, first repeat 117 mg/dl, second repeat 149 mg/dl. Creatinine initial result - 0.3 mg/dl, first repeat 0.9 mg/dl was not repeated as second time. Field service rep unable to determine root cause. Performance tests were performed and within specs.